Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:24:16.000 batteryremoved (84), (B)(6) 2023 10:24:16.000 batteryremoved (84). (B)(6) 2023 15:46:10.000 batteryremoved (84), (B)(6) 2023 15:56:00.000 batteryremoved (84). Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:39:29.000, (B)(6) 2023 10:39:37.000 (B)(6) 2023 15:57:22.000, (B)(6) 2023 15:57:30.000 and pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:35:03.000 (B)(6) 2023 15:57:03.000 pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofallinsulindelivered: 108500 (10.85 u), (B)(6) 2023 dailytotalofallinsulindelivered: 196000 (19.6 u), (B)(6) 2023 dailytotalofallinsulindelivered: 38500 (3.85 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u), (B)(6) 2023 dailytotalofallinsulindelivered: 114000 (11.4 u). Unable to verify customer alleged for high bgs and dka. Intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6), 2023. Cause of death was heart failure and limonia and covid. The pump was not worn at the time of passing and last worn on (B)(6), 2023. The last known product(s) for this customer are as follows: mmt-7020la, mmt-397a, mmt-1880 & mmt-326a. Troubleshooting was performed. No product return is required for mmt-326a. No product return is required for mmt-397a. No product return is required for mmt-7020la. The customer discontinued to use the device, mmt-1880 was returned for analysis.